Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history records was performed and no complaint related issues were found.

Event description:
It was reported that during a lss-df case the k-wire was broken during the operation. The broken part was retained in the patients site. The part was discarded by the hospital. This is report 1 of 1 for complaint (B)(4).